Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed out pump supplies to resolve the issue. Additionally, it was reported that the customer was prompted to fill the tubing multiple times and was unable to complete the load process. Reportedly, customer loaded a new cartridge to resolve issue and resume insulin therapy. Customer's blood glucose was 124-195 mg/dl.